Event description:
During a bronchial endoscopy, a cook captura bronch biopsy forceps (no spike) was used. They were attempting to take a biopsy in a difficult part to be access. The forceps were not flexible enough during the angulation of the endoscope. It was impossible to take a biopsy of a significant size for the anapathes [pathology]. This, in a context of bleeding. They took an old forceps to do it. A section of the device did not remain inside the patient's body. Other than using other forceps to finish the biopsy, the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: the product was returned to the approved supplier for evaluation and the investigation is ongoing. Once additional information has been received a follow-up medwatch report will be provided. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: prior to distribution, all captura bronch biopsy forceps are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted and this represents an isolated occurrence. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.